Event description:
Entracare feeding tube inserted, a chest x-ray after placement revealed the feeding tube in the pleural space into the costophrenic angle. Required tube thorascopy with chest tube placement for removaldevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: a device from same lot was evaluated, other. Results of evaluation: unanticipated short term complication of procedure. Conclusion: there was no device failure, user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, other. The device was destroyed/disposed of.